Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse identified errors 1, 17, 32, 40, 802, and 86 upon review of the logs. The fse replaced the battery box. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the battery module involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The battery voltages were measured to be 26.38v overall, 13.15v for battery 1 and 13.23v for battery 2. The battery date is (B)(6) 2016. The expected battery pack voltages is 27.60v (2.30 volts/cell) when full and on the float charge. When empty with no charge or load on the battery, the voltage is expected to be 23v (1.93 volts/cell). The battery was installed into the printed circuit assembly (pca) system and it failed at startup with error 802. The unit failed on the battery box mode (bbm) test fixture.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system displayed error 17 upon powering on. Surgical ports were already placed in the patient at the time of the call. The technical support engineer (tse) had the customer check the fiber connections, and it was noted the light emitting diode (led) was blue. The led in front of the vision side cart (vsc) was checked and it was noted the power was fine for the illuminator and dual camera. The tse instructed the customer to hard cycle the whole system, but the issue persisted. The system alarmed with error 1 and all patient side manipulators (psm) leds were red. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury.